Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the esc button due to corroded keypad traces noted. The device had minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear the alarm. Customer stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 127 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.